Event description:
No additional information provided.

Manufacturer narrative:
1. DHR/bhr review lot#4109412 1-the products of this batch were assembled at intima ii auto line 2 in may 2024, and packaged at r240 package line in may 2024. Work order quantity was (B)(6) ea. 2-review the in-process test reports and outgoing test reports, and all test results meet the product specifications. 3-review the production records with no nonconformance, deviation or rework activities. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for relevant functional testing: 800mm simulated clinical leakage test and 45psi leakage test. The tests are passed, no leakage is found at the sample. Please refer to attachment for the test reports. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormalities are found in the process and retained sample, and no similar complaints have been received from other hospitals regarding this batch of products. Because the specific leakage site and abnormal state of the defective sample cannot be identified, so the root cause of leakage cannot be determined. The plant will continue to track and trend such issues.

Event description:
It was reported that bd intima-ii 24gax0.75in prn slm npvc leakage 2024-11-25 16:30, to a child with intrauterine infection for intravenous indwelling needle puncture, puncture successfully withdrawn the core of the needle found that the needle handle cavity will bring out more blood, there is a possibility of infection, and then replace the indwelling needle, reported to the equipment section.